Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-00913. It was reported the patient experienced ineffective stimulation in his feet. As a result, the patient has opted for a drg trial as the next course of action.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-00913. Follow-up identified the patient's scs system was explanted and replaced with a new drg system.